Event description:
Philips received a complaint on a patient information center ix (pic ix) from the customer biomedical engineer (biomed) stating that both the central monitoring and telemetry systems were failing across all our wards (a&e, amu, ward 8 and ccu) about an hour ago. Upon arrival, the biomed witnessed the philips software rebooting and cycling consistently within a few minutes. The biomed then found that one of the three uninterruptable power supplies (ups) in the server room to have an orange battery light and audibly alarming, indicating low battery/charging despite being connected to mains. The upss were only installed as part of an upgrade about 2 to 3 weeks ago; therefore, they do not have any replacement batteries for it. The biomed has disconnected everything from the back of this affected ups and connected them to the remaining 2 upss. All telemetry and central monitoring were back up, however, there was a persistent "wireless monitoring loss. Contact service" despite rebooting the applications and monitors separately. The biomed also noted that the dental server room, which connects a&e to amu, ward 8 and ccu and noted that the server (rahsrv) has an orange light. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).